Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 11/27/2018. Device evaluation summary: mentor received information on (B)(6) 2018 that a (B)(6) year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis (left) and a mentor smooth round moderate profile 475cc saline prosthesis (right) and experienced right sided deflation post procedure. On 10/5/2018 mentor received further information that bilateral capsular contracture (baker¿s grade unknown) was also observed. The device contained no fluid upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation dislodged valve material from a valve puncture or tear water soluble crystal-like material (residual nacl from the fill solution) external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils, and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, the mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline prosthesis. (B)(4).

Event description:
Mentor received information on 9/27/2018 that a (B)(6)-year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis (left) and a mentor smooth round moderate profile 475cc saline prosthesis (right) and experienced right sided deflation post procedure. On 10/5/2018 mentor received further information that bilateral capsular contracture (baker¿s grade unknown) was also observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed on (B)(6) 2018. This report relates to the right sided prosthesis. See 1645337-2018-06313 for contralateral prosthesis report.